Event description:
Had orif using lagscrew, bone screws, beaded cable sleeve set chs plate + putty. For fx. Two weeks later fell at home. Six mos later c/o pain hip about now + decreased ability to walk. Sixteen days later ed: x-ray showed non union of fracture + breakage of 5 of 6 screws. Removal of hardware + placement of trochanteric nail.